Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and customer was in diabetic ketoacidosis (dka). Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Cause of elevated bg was not known; there was no issues observed with the infusion set or cartridge. Customer had not yet been discharged and declined further follow up.